Event description:
It was reported that during a lap gastric bypass procedure, after the third firing, the device would not release off the tissue. The surgeon had to use two devices and cut the device off on both sides. This added an additional 30 minutes to complete the case. The patient is currently doing well.

Manufacturer narrative:
Date sent: 05/20/2008. Information anticipated, but unavailable at this time.